Event description:
In this event it is reported that a contra angle reciproc direct cover of the push button for the collet fell out of the device. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
(B)(4)-sn:(B)(6): contra angle 02524 (head drive, push button worn) defective, replaced with 07541. Contra angle cleaned and oiled. Functional test without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.